Manufacturer narrative:
Received one used unit ch-2005sp 5 units of spiros connected to a needle and 3 ml syringe. Fluid residuals were observed just outside of the fluid path on the spiros. Fluid was withdrawn and infused through the spiros and needle using the returned syringe. There was no leakage. The mating devices were returned and the spiros was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The DHR was reviewed and no relevant nonconformities were found that would have led to the reported complaint. Corrected information can be found in d10 and in section e.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding 5 units of spiros® closed male luer, red cap where they reported that at start of the injection, during release, a leak of 5-6 drops of cytotoxic agent was observed between the spiros and the syringe. The drug administered was methotrexate im (intramuscular). The patient received a few drops of the drug on their skin. The leak was cleaned with a cytotoxic discharge kit. The patient received the full intended dose except for the few drops lost during the injection. There was patient involvement, but nobody has been hurt and there was no delay in therapy.